Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a liver embolization interventional procedure. Reportedly, when the suture was harvested, the blue suture was pulled and the whole suture with knot came out of the device. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was confirmed. Based on the analysis of the returned device, there is no indication of a product deficiency. The lot history record review did not indicate an impacting nonconformance. The complaint database review of similar incidents did not indicate a lot specific quality deficiency. Based on the information reviewed, there is no indication of a product quality deficiency.